Event description:
The pace/sense portion of this rv lead was capped (B)(6) 2017 due to elevated thresholds and intermittent loss of capture. The shocking portion of this lead remains active. The ICD was explanted and replaced due to eri.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.